Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-42185. Related manufacturer reference number: 2017865-2022-42187. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, only the connector portion of the lead was returned in one piece. Visual inspection did not find any anomalies on the portion of lead. Electrical testing did not find any indication of conductor fractures or internal shorts.